Manufacturer narrative:
Evaluated 3 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
The customer's parent reported via phone call that they received insulin flow blocked alarm during a bolus. The customer's blood glucose was unknown at the time of incident. The customer changed the reservoir and infusion set. Troubleshooting was completed. The alarm was caused by a connection issue. The customer. The customer's blood glucose was 435 mg/dl at the time of call. Customer declined troubleshooting for high readings. The reservoir and infusion set will not be returned for analysis.